Event description:
The customer observed falsely decreased sodium results for two patients on an architect c8000 analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6) , 81 year-old female patient, initial result, on (B)(6) 2024, was 109, repeat, on another analyzer, was 137 mmol/l sample ID (B)(6) , 77 year-old male patient, initial result, on (B)(6) 2024, was 115, repeat, on another analyzer, was 143 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on an architect c8000, serial number (B)(6). Through an extensive investigation, the fsr found the cup, ict-ref with probes, rohs, part number 7-93508-02, needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased sodium results for two patients on an architect c8000 analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6), 81 year-old female patient, initial result, on (B)(6) 2024, was 109, repeat, on another analyzer, was 137 mmol/l sample ID (B)(6), 77 year-old male patient, initial result, on (B)(6) 2024, was 115, repeat, on another analyzer, was 143 mmol/l. There was no impact to patient management reported.